Manufacturer narrative:
Continuation of d10: product ID 37601 serial# unknown product type implantable neurostimulator product ID 3389 serial# unknown product type lead product ID 37601 serial# unknown product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a case series titled deep brain stimulation of the medial geniculate body for refractory tinnitus: a feasibility study. The following medtronic devices were used: 37601 activa pc among medtronic devices patients adverse events / device product performance issues included: 1. It was reported that one patient underwent surgical intervention due cranial wound dehiscence. 2. It was reported that one patient needed extra surgery to remove guide tubes of the externalized electrodes, which were left behind accidently after internalization.